Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures, she has had decreased vision which interferes with seeing street signs and television. The consumer reported the implanting surgeon did a laser treatment to both eyes to treat haziness, which helped minimally. The consumer was seen for a second opinion and was told she just needed some glasses to correct nearsightedness. In a follow up, the surgeon reported he does not feel the device caused or contributed to the event. The consumer was diagnosed with posterior capsule opacification (pco) in both eyes and had a yag laser procedure performed. The surgeon reported the consumer was offered a lasik procedure at no charge to resolve her slight refractive error. The outcome of the event is unknown as the consumer moved out of the area and has not followed up. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other similar complaint reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on (B)(4) 2012. (B)(4).